Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history and product evaluation, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter stated the surgeon was inserting a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, and the lens was torn in the injector. There was no patient contact or injury.